Manufacturer narrative:
Device was implanted sometime in (B)(6) 2016. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update 08/12/2016: it was reported that the patient has total hip arthroplasty (tha) and that the patient went back to the or 4-5 months after the implant for explanation and revision orif femur. Concomitant devices reported: unknown screws (part# - unknown, lot# - unknown, quantity# - unknown).

Manufacturer narrative:
Patient ID, dob & weight not provided for reporting. (B)(4). Original implant date unknown. Original revision: sometime in (B)(6) 2016. Device is not expected to be returned for manufacturer review/investigation. (B)(4). The complaint indicated that the device broke post-op requiring additional surgical intervention. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent revision surgery to fix an open reduction internal fixation (orif) of a periprosthetic fracture left femur on an unknown date in (B)(6) 2016. The patient was released to her home to continue rehabilitation. She had a delayed fracture healing on an unknown date due to involvement of physical activity with lots of walking. She developed pain in the site of the surgery and then presented to the emergency room and was diagnosed with plate fracture. The reported failure was a 4.5mm variable angle locking compression curved condylar plate (va lcp). The surgery was successfully completed and the patient status outcome is unknown. This complaint involves one device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient underwent the initial procedure due to a fall and breaking the left femur below a hip prosthesis. On an unknown date in (B)(6) 2016, the patient was implanted with one 14-hole variable angle locking compression curved condylar plate (va lcp), three to four cables, and ten unknown screws. The patient also had a total hip arthroplasty (tha) that involved non-synthes device(s). The delayed fracture healing was confirmed by the doctor on a post follow-up visit on an unknown date. On (B)(6) 2016, the patient underwent a revision procedure and all of the synthes devices were removed. The patient was revised with new synthes products consisting of one 16-hole va lcp plate; three cables; and eleven unknown screws. Concomitant devices reported: unknown screws (part unknown, lot unknown, quantity 10); unknown cables (part unknown, lot unknown, quantity 3-4).